Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia, the top of the trocar broke off on insertion. The surgeon used the device regularly and was not applying excessive force. They opened another unit to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the disengaged obturator top of the trocar may occur when mishandled during clinical application. If information is provided in the future, a supplemental report will be issued.